Event description:
It was reported that the patient with this pacemaker was transported to the hospital due to syncope. Approximately ten seconds of asystole was noted, which was suspected to be due to oversensing in unipolar configuration, and the device was found to be in safety mode upon interrogation. Subsequently, the patient underwent a revision procedure, and the device was explanted and replaced. No additional adverse patient effects were reported. This device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets caused the device to enter safety mode. Engineers determined this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient with this pacemaker was transported to the hospital due to syncope. Approximately ten seconds of asystole was noted, which was suspected to be due to oversensing in unipolar configuration, and the device was found to be in safety mode upon interrogation. Subsequently, the patient underwent a revision procedure, and the device was explanted and replaced. No additional adverse patient effects were reported.